Manufacturer narrative:
The device was received and evaluated. The exposed portion of the soft cannula was found to be bent. Investigation found the damage did not prevent fluid from exiting the distal tip of the soft cannula. It cannot be determined when or what caused damage to the exposed portion of the soft cannula. Cracks were found on the outer housing of the pod, but does not affect the device's functionality. Inspection of the device and device data found no abnormalities that would result in a failure to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the cannula was bent. The patient's blood glucose (bg) rose to 350 mg/dl. In order to treat the high bg, a new pod was applied. The pod was worn on the patient's abdomen for between 24 and 36 hours.